Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4).the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.